Event description:
During routine testing of the device at the service center, the service technician reported that the single board computer printed circuit board assembly had a card cage with a bent pin and the product software could not be installed. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.